Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antergrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After crossing a non-bsc guide wire, a 5.0 x 20, 75cm mustang balloon catheter was advanced to dilate the target lesion. However, upon the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.